Event description:
It was reported that the patient underwent a mitral valve replacement. During the procedure, the balloon migrated toward the value during cardioplegia delivery. Saline had to be added to the aortic balloon clamp and the balloon position had to be adjusted.